Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation and was inflated three times. The initial inflation was at 5 atmospheres (atm) and the second inflation was at 6 atm. However, during the third inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.